Event description:
Ous MDR - boston scientific received information that during a routine follow-up, this right ventricular lead exhibited a low out of range impedance measurement in bipolar configuration. The setting was reprogrammed to unipolar configuration and the impedance measurement was appropriate. An incomplete fracture was suspected. All other measurements were appropriate; therefore, the patient will continue to be monitored appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(6) 2016 - on (B)(6) 2015 during in-office follow-up, impedance was 180 ohms in bipolar but 500ohms in unipolar. No noise was observed and the setting was changed to unipolar pacing because of the observed lead impedance. On (B)(6) 2015 - during in-office follow-up, decreased lead impedance of 230 ohm (bipolar) was observed. Since it was around 200 ohm (bipolar) and 300 ohm (unipolar) in the previous follow-up, the physician decided to exchange the lead. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. A visual inspection of the lead revealed a damaged insulation in the area of the tricuspidvalve. Strong signs of abrasion could be observed in this area this damage can be regarded as the root cause of the low out-of-range impedance measurements mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.